Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was inadvertently implanted. A magnetic resonance imaging (MRI) compatible device was intended to be implanted. Subsequently, the patient needed an MRI. This pacemaker was then explanted and replaced with an MRI compatible device. No additional adverse patient effects were reported.